Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: increased perforation risk with an MRI-conditional pacing lead: a single-center study. Pacing clin electrophysiol. 2015 mar; 38(3):334-42. Doi: 10.1111/pace.12550. Epub 2014 dec 2. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient's leads. There was also a noted pneumothorax at im plantation which was treated by ¿chest tube insertion.¿ at about six weeks post implantation, the article indicated that the lead had increasing pacing thresholds. The lead was at that time monitored. At 14 weeks post-implant, the patient complained of ¿intermittent chest-wall tapping.¿ the lead was again monitored. Testing of the lead at 24 weeks post-implant revealed decreasing r-waves. A CT test was done which revealed a lead perforation. The lead was explanted and a new lead was successfully implanted. The article noted that at subsequent follow ups visits, the lead parameters were ¿satisfactory.¿ no further patient complications have been reported as a result of this event.